Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that there was three motor error alarms with the customer's insulin pump. It was reported that the customer's blood glucose levels were unknown. The insulin pump is being returned for analysis and replaced.

Manufacturer narrative:
The pump was received with currents within specification, and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarm noted. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a broken belt clip slot, a cracked reservoir tube lip and a cracked lcd window.